Event description:
Pt found in cardiac arrest, uncertain down time. Pt was found pulseless and apneic on floor by ems crew. Police had applied automatic external defibrillator which indicated non-shockable rhythm. Paramedic noted ventricular fibrillation. When defibrillation was attempted the unit charged to 200 joules without incident but shock could not be delivered through the paddles. Shock was subsequently delivered through the use of hands-off module.